Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 5.7mmol versus 4.5mmol meter to lab. Tests were done within 10 mins with a difference of 1.2mmol. Pt did not experience any adverse events. No further info has been reported.